Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the explant took place on (B)(6) 2025. The red streak started over the implantable neurostimulator (ins) and began following the route of the lead. (B)(6) 2025, it was determined to be a cellulitis infection. The patient was treated with a seven day course of prescription clindamycin. Because the patient has hip hardware, it was determined best to remove the system. After removal, the patient was provided with a prescription of keflex at 500 mg for 10 days. The patient was seen on (B)(6) 2026 and presented with no complications. The patient completed the 10 days of antibiotics. No lingering signs of infection.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was on (B)(6) or so the patient noticed redness, discoloration, and swelling at the incision of the leads down the whole spinal column around the lead where the battery pack was. Patient was getting tingling and charges from it. Patient called their healthcare provider and they told the patient to go to their primary doctor and they determined the patient had cellulitis on (B)(6). Patient had been on antibiotics. Patient went to healthcare provider on (B)(6) and healthcare provider said the leads needed to be removed because even more where the leads were hooked into the top of the spinal column had a red streak on it. Pt said there was also swelling.